Manufacturer narrative:
Additional information provided noted that this right atrial lead was successfully repositioned and remains implanted.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that some stored atrial tachycardia response (atr) episodes were seen when interrogating the device. Additional analysis of the electrocardiogram noted that there was oversensing on the right ventricular channel due to a suspected dislodgement of this right atrial lead. In addition, it was not possible to determine the right atrial thresholds. A chest x-ray was performed which confirmed that this right atrial lead had dislodged. The device was reprogrammed and a repositioning procedure has been scheduled. No adverse patient effects were reported besides inappropriate mode switching due to the right atrial lead being dislodged.